Event description:
It was reported that the patient experienced charging difficulties and had an implantable pulse generator (ipg) replacement procedure. Patient had good coverage post operatively. The explanted device was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from date manufacturer was made aware. This report is being submitted to correct the date of event field (b3), describe event or problem field (b5) in section b, adverse event/product problem and patient codes, impact codes, device codes fields (h6) in section h, device manufacturers only. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient experienced charging difficulties and noticed that coverage had gradually changed over the past year due to a non-device related fall. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient had good coverage postoperatively. The explanted device was discarded per hospital policy.